Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted in (B)(6). According to the report, the patient went to have the device checked and the setting had changed. Reportedly, the patient had not been near any magnetic field that would affect the change and only used a cordless phone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported the patient had not been doing as well as expected. According to the report, when the device was checked in january 2017, the setting had changed from 2.5 to 1.5. Reportedly, as of (B)(6) 2017, the patient was doing fine. Event date is an approximation. If information is provided in the future, a supplemental report will be issued.